Manufacturer narrative:
The reported condition of "cut" was confirmed. 1 actual unit was received for evaluation. During visual inspection cut tubing was observed. The root cause could not be identified. The lot number could not be provided; therefore a batch review cannot be performed. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
(B)(4): it was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced a cerebral infarction. Using the right femoral access, the index procedure treated the target lesion located in the right internal carotid artery. Treatment utilized pre-dilation, a bsc filterwire ez and the placement of a 10x24mm carotid wallstent resulting in 20% residual stenosis. In (B)(6) 2010, the patient experienced a mild cerebral infarction. A cerebral angiogram confirmed that there was no stent thrombosis or restenosis. Radicut was administered for treatment. Seven days later, the event was listed as resolved. Per the physician, the event was listed as "unrelated" to the study stent.

Manufacturer narrative:
Attempts to contact the customer have been made, however, it is unknown at this time if the sample is available for evaluation. If the sample is received for evaluation a follow up medwatch will be submitted. Lot number is unknown; therefore a batch review cannot be performed. (B)(4).

Event description:
Customer reported when opening the set from the overpouch, it was in two pieces as if it had been cut. The reported condition occurred before use. No patient injury or medical intervention occurred.